Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for high blood glucose of 305mg/dl. The customer stated that she was disconnected from the insulin pump and it was stored in a bag. The customer stated that the device had moisture and the buttons were unresponsive. The customer stated that she been released and would like to get back on the insulin pump, but the device alarmed. No further info was provided.